Event description:
The technician alleged that the bed could not place a nurse call. No patient impact.

Manufacturer narrative:
The technician found broken pins on the nurse call cable assembly. The technician replaced the nurse call cable assembly to resolve the issue.